Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that entire drawer failed. A field service engineer (fse) investigated enhanced half height (hh) drawer 3.1, which was not detected on the bus and had no visible cubies. Inspection of the back panel revealed that led ds205 was not illuminated. The station was powered down, and the drawer board, hh pmc board, and retractor band were replaced, but the led remained off. The drawer was successfully assigned in storage space; however, cubies did not appear on the map or in hardware test application (hta). Fse removed the cubie trays and found slight debris, which was cleared and cleaned. Row board trays were reseated, and cables were inspected no damage was found. All row board cable connectors were reseated to ensure proper contact. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.